Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) is no longer inflating. The ipp is currently implanted. There were no patient complications reported.